Event description:
This case was reported by a consumer and described the occurrence of almost choked in a female patient who received polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) strip for dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient stated polyethylene oxide + sodium carboxymethylcellulose (dental), unknown dosing. At an unknown time after starting polyethylene oxide + sodium carboxymethylcellulose, the patient experienced almost choked and pharmaceutical product complaint. The patient reported that the super poligrip comfort seal strips came loose when she ate and caused her dentures to "fall out". Subsequently, the patient almost choked. This case was assessed as medically serious by gsk. At the time of reporting, the events were resolved. The manufacturer's report number for this case is 3004699328-2007-00003. The lot number for this product was provided, however, the product is not available. No corrective actions have been required based on this report.